Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a smarttouch uni-directional sf catheter and suffered heart block av third degree requiring an implantation of a pacemaker. During ablation, a 3rd degree heart block occurred. Patient required an implantation of a pacemaker. Patient was reported to be in stable condition immediately following the event. Patient required hospitalization due to the pacemaker implantation. It was noted that it was most likely the fast pathway that was damaged during ablation and that the his bundle remained intact as evidenced by its ability to transmit signals. The outcome of the adverse event is that the patient has improved. The physician&#62688;opinion regarding the cause of this adverse event is that it was procedure and patient condition related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.